Manufacturer narrative:
(B) (4) - skin contact. The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken..."

Event description:
The customer reported that a healthcare worker experienced a burning sensation on his right thumb and index finger while unloading a processed cyclesure bi from the sterrad chamber. The area described as "burning" turned white. The employee rinsed his right hand under water for a few minutes. This burning was experienced intermittently throughout the day. Treatment was not sought. Employee was not wearing personal protective equipment (ppe). It was reported that the cyclesure inside the pouch burst and residue was noted inside the pouch. The vial and pouch have been discarded.